Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that the customer was trying to change the set, but could not finish it because the customer¿s insulin pump kept alarming a pump error alarm.  The customer's blood glucose at the time of the incident and at the time of the phone call are unknown. The caller stated that there were fourteen pump error 38 alarms just on the day of the phone call. The alarm history was checked and the following pump error alarms were present; pump error 32, 37, 383, 39, 40, 42, 43, 79, 80, 82, and 130. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor movement alarm during the rewind test, problem isolated to the motor assembly. No physical damage noted on the motor assembly during visual inspection.